Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 71 hours of extended bench testing at the customer's settings. The device passed troubleshooting final test which includes many alarm and ventilation functions. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 went ventilator inoperable (inop) while connected to a patient. The patient was removed from the ventilator and placed on a backup device. The customer confirmed that there was no patient harm associated with the reported event.